Event description:
It was reported that the advanced cement mixing system was being used in a procedure when the cement tube broke while the cement was being inserted into the patient. There were no reports of any fragments of the device being left in the patient. No patient or user injuries were reported, and no adverse consequences.

Manufacturer narrative:
Discarded at user facility